Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. After several days of testing, no anomaly was found with regards to an increase of energy. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed when charging energy. In this state the device defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.